Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available. Internal ID # (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the cios alpha system. The system switched off twice during an interventional patient procedure. However, the procedure was continued and successfully completed on the concerned unit. There is no report of impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event. The reported event occurred in france.

Manufacturer narrative:
Siemens healthcare completed the investigation of the reported event. The investigation was performed based on expert discussions considering the complaint description, customer service reports, system history, and system log files. It was initially reported that during an interventional procedure, the system switched off suddenly. The customer restarted the system and continued the procedure on the same system. The log file investigation confirmed that image disappeared due to a "power off/reseat" signal. As there was no image displayed and the customer could not see the shutdown procedure running and switched the reset button. After that, the system started normally, and the procedure was continued. Unfortunately, the investigation did not reveal why or how the "power off/reseat" signal was caused. As a preventive measure, the d55 board, flc-x10 cable and flc-pc w520 were exchanged as part of service activity, the issue mentioned in the complaint has not been reported since. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic issue, which leads to a corrective action of the installed base, could not be determined by the investigation. The incident described was not classified as a reportable adverse event after detailed investigation. Neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected. The corresponding probability according to the risk analysis is in the inconceivable range. Other or serious or important medical events" was checked in error in the initial report submitted to the FDA on november 28, 2022. This field should have been blank. Report source "other" should have been checked and france listed in the corresponding field. Device had not been evaluated by manufacturer when the initial report was submitted. This field should have been checked "no" in the initial report.